Manufacturer narrative:
Concomitant medical products: product ID 37092, product type: accessory. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient programmer was not communicating properly with the implantable neurostimulator (ins) and showed a poor communication message. The consumer was concerned that since the programmer did not seem to be working, that she feared that the ins was not working as well. The consumer could not find the antenna and the issues had occurred since (B)(6) 2015. The consumer also noticed that the patient's symptoms returned recently, but was not sure when. Troubleshooting still led to the poor communication screen. The patient received a new programmer and it was still showing poor communication. It was not communicating with the old antenna attached. The patient's indications for use were fecal incontinence and gastrointestinal/pelvic floor. The cause of the issues and what was d one to resolve it was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.